Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents. It is possible that the distal sheath of the delivery system was entrapped or bent in the anatomy such that the ratchet was unable to properly/fully engage the stent resulting in the reported activation/deployment failure and the reported entrapment; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. As reported, an open cutdown was performed to safely explant the stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event estimated.

Event description:
User facility medwatch report (B)(4) received that states. ¿describe the event or problem: the stent was deployed but it appears that the delivery device failed to detach from the stent. We tried several attempts to manipulate this, but it was not possible to detach the stent from the delivery system. The stent got pulled partially into the sheath. So, at this point we decided to perform an open cutdown to safely explant this stent. What was the original intended procedure? Left leg arteriogram with intervention what problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working); device malfunction - that is, the device did not do what it was supposed to do. Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known; "